Event description:
Patient was revised approximately 3 years after primary surgery due to glenosphere disassociation. Surgeon explanted a 36mm centered glenosphere and 36/+3 humeral cup and then implanted a new 36mm centered glenosphere and 36/+9 humeral cup.